Event description:
Caller states that she received a result of lo, but cannot locate the result in the device memory. She reports that a result of 588mg/dl is in the device memory, but that she did not receive that as a blod glucose result. Caller states that she is visually impaired. No adverse event due to alleged memory discrepancy. Requested return of suspect device and replacement was sent.